Manufacturer narrative:
Block e1 initial reporter phone: (B)(6).

Event description:
It was reported that during inspection, it was found that the energy of the console was low. There was no patient or procedure involved.